Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. When the helix was retracted during the procedure, the connector pin was turned an excessive number of times. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that the lead was attempted for implant but not used because the screw mechanism did not work properly. It is unknown if a new lead was implanted. No patient complications have been reported as a result of this event.